Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold with 2.8 volts 1 week post implant. This rv lead was surgically repositioned from septum to apex and remains in service. The procedure was completed with a threshold value of 0.6 volt. No additional adverse patient effects were reported.